Manufacturer narrative:
This form was completed by the manufacturer.

Event description:
The lens touched the eye during inserting into the delivery device. The lens was removed and replaced with no patient injury.